Event description:
It was reported that the pump module under infused. Customer was unable to download the event logs. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an under infusion could not be confirmed from the log analysis and could not be replicated through device testing. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specification. Per product labeling, the alaris user manual (v12.1) states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The ¿set loading and unloading guide for the bd alaris pump module¿ tipsheet details the steps to properly load an IV set into the pump module. The last recorded infusion was on 15nov2024, at 3:03 pm, for the drug etoposide (drugid 221), at a concentration of 0.5 mg/ml, and was programmed at a rate of 600 ml/h and a volume to be infused (vtbi) of 600 ml. A guardrails warning was triggered for a ¿possible underdose¿ by exceeding the concentration limit of 0.4 mg/ml. This soft limit was bypassed, and the infusion was started at 3:03 pm the infusion was paused 6 seconds later, and the system was recorded powered off 31 seconds after. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion of etoposide that was programmed to infuse for approximately 1 hour was terminated early after only infusing for a few seconds. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: 8100 pump module sn (B)(6) (suspect). Device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. 8015 pcu sn (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. It was noted that the device had a third-party part (battery). Root cause: the root cause of the reported under infusion was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that imdrf annex a1801, a040502, c0601, c17, d07, d15, g04067, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module under infused. Customer was unable to download the event logs. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.